Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak at an unspecified location was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak from an unspecified location on the homechoice cassette that led to this alarm. The leak was further described as there were some solution on the table, but the patient could not identify where it came from. Renal therapy services (rts) assisted the patient in clearing the alarm and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.